Manufacturer narrative:
The instrument was submitted with the sub-components assembled. No additional information event information was available. The investigation could not confirm or draw any conclusions about the reported disassembly. Based on the investigation's inability to identify the root cause and the low frequency of reported events, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
As the punch handle was taken out of the instrument tray the metal button fell out of the side of it.

Manufacturer narrative:
Additional narrative: this product was originally reported in error. No surgical delay or adverse event occured to this patient. Depuy considers this investigation closed at this time. Should additional information be received this complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.